Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b5; d4; h2; h4; h6; h11. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient received atrial and ventricular epicardial wires during open heart surgery. Since the patient exited the operating room, the devices were having problems oversensing intermittently (pacer not pacing when supposed to). Patient was continuously paced because underlying rhythm is complete heart block with junctional escape rhythm. The surgeon was concerned if the external pacer was working on not, so the next day, the surgeon inserted a transvenous pacer (tvp) through the patient's right internal jugular cordis. The surgeon attempted several times to insert without luck. The surgeon decreased the sensitivity by increasing the mv to 4 (previously was at 2). This temporarily fixed the problem, and the patient was having less oversensing events, although still had some.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported there was loss of capture associated with movement of a pacer wire. Due to an unstable underlying heart rhythm, a temporary ventricular pacemaker was inserted. The cable was changed and pacing subsequently worked without difficulty. The patient was then able to be mobilize. Attempts have been made and no further information has been provided.